Event description:
Pt ainserted 2 weeks old lenses in the morning and wore them all day and overnight. The next morning, the right lens could not be removed. He went to a medical center where an anesthetic was applied and pieces of the lens were removed. He was diagnosed with a corneal abrasion o.d. The eye was treated and patched and medications for pain were prescribed. At follow up visit the next day, the ophthalmologist diagnosed corneal abrasion o.d. Slit lamp exam showed 7-8 mm. Central oval stain. Drops were prescribed and he recommended "to patch the right eye as possible". The ophthalmologist reported that the eye was abraded the previous morning while trying to remove the contact lens. At follow up visit 3 days later, the diagnosis was corneal abrasion o.d. Slit lamp exam showed the central cornea was irregularly covered and nonstaining except for a vertical line. The pt has since recovered with no permanent damage.